Manufacturer narrative:
Evaluation: method= x-ray. Evaluation summary: as received, the explanted valve exhibits heavy calcification in the cusp area of all three leaflets, and in the free margin of leaflet 2. Extrinsic calcification is evident at the inflow and the outflow aspect. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, host tissue growth is minimal to moderate at the stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Although patient medical history was not provided, it is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a manufacturing quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that an edwards valve was explanted. Per operative report, the valve was explanted due to prosthetic aortic stenosis after approximately 5 years implant duration. "There was a bit of aortic regurgitation...the aorta was opened just above the old aortotomy, and a calcified pericardial valve with no motion of any leaflet was found."